Event description:
It was reported that 7 days after an adenoid procedure, a (B)(6) patient is experiencing pain. The patient is not sleeping, not eating, the throat is red and is taking pain medicines regularly.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Factors unrelated to the manufacture or design of the device that could have contributed to the reported event is patient's general health, following post-operative instructions, or the presence of coexisting medical problems. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution. Finally, the reported symptoms (worsening pain and refusal to drink/eat) may be surgical complications or related to the primary cause of the need for the adenoidectomy procedure itself; however, the root causes cannot be determined based on the information provided. The patient impact beyond the reported symptoms and likely dehydration cannot be determined as no additional interventions were reported.